Event description:
On (B)(6) 2013, the patient¿s mom/reporter contacted animas to report that the patient¿s blood glucose has been fluctuating between 37 mg/dl and 400 mg/dl while the patient was being treated with antibiotic for strep throat. On (B)(6) 2013, the patient had an elevated blood glucose reading of ¿400 mg/dl¿ before he was to school. Prior to lunchtime, he tested at 88 mg/dl. He was taken to the nurse when his blood glucose was lowered to 37 mg/dl. His low blood glucose was resolved after he was treated by the nurse. There was no evidence of a product malfunction associated with the reported incident. There was no product misuse. The advance features and the basal segment are correctly programmed according to the patient¿s usage. The date and time was confirmed to be accurate. The patient was advised to adjust the insulin regimen and meter settings to have more cushions for the patient¿s blood glucose fluctuation during his sick days. This complaint is being reported because the patient had low blood glucose of 37 mg/dl while on insulin pump therapy. Animas could not rule out use error and intentional misuse associated with the reported incident. Hence, this complaint is being reported.